Event description:
8 days post closure procedure; a non-occlusive thrombus was detected by a duplex ultrasound scan during the follow-up. The location of the thrombus was at the sapheno-femoral junction. The pt was asymptomatic. The pt was placed on low molecular weight heparin (lovenox). The pt was not hospitalized. As of the follow-up on 5/2002, the pt was asymptomatic and the thrombus had lysed.